Event description:
It was reported to boston scientific corp that a jagwire was used during a stent deployment procedure performed on (B)(4), 2009, (pt over 18 yrs old). According to the complainant, after deploying the stent, upon removal of the guidewire, the wire distal coating was found to have peeled. No coating fragments detached into the pt. The procedure was completed with the same jagwire. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).